Manufacturer narrative:
It was reported that on (B)(6) 2026 the user "leaned back on the rollator backrest when it broke off" and the individual "fell on the floor and hurt her back." Per the customer, the user sought "medical attention." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026 the user "leaned back on the rollator backrest when it broke off" and the individual "fell on the floor and hurt her back."